Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle hub separated. Lot #: 2045491. Catalog #: 328468. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer. On: 12-sep-2022. H6: investigation summary: customer returned (3) loose 0.5ml bd insulin syringes. The customer reported that the needle hub separated. The samples were examined, and it was observed that the needle hub/shield assembly was detached from all 3 syringes. 2 separated hub assemblies were returned, and no damage to the barrel tips was observed. A review of the device history record was completed for batch# 2045491. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. A CAPA has been opened to address this issue.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the hub separated from the device. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle hub separated. Lot #: 2045491. Catalog #: 328468. Samples: available - sending mail kit.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.